Event description:
It was reported that a day following the implant procedure, this right ventricular (rv) lead was found to have a drop in sensing amplitudes and low, but still in-range pacing impedance measurements. Additionally, the rv automatic threshold test revealed high capture threshold measurements. Diagnostic imaging was performed which demonstrated appropriate rv lead placement. The physician elected to continue with remote monitoring. However, at the most recent follow-up appointment, high capture threshold measurements were again noted from this rv lead. The physician elected to surgically cap and abandon this rv lead. A new lead was subsequently implanted to resolve the event. The patient was stable with no additional adverse patient effects. This rv lead remains implanted, but capped and out-of-service.